Manufacturer narrative:
(B)(4). Date sent: 05/28/2025. D4: batch # unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - last friday I was told that the stapler lockout had happened on at least four other occasions. Only one of those events was officially reported to their administration, no lot numbers or information were collected from the other three events. The event that was reported to their or manager, there is no record of the lot number or additional information outside of a lockout event. The or manager asked the scrub tech if they had rinsed the jaws prior to reloading and they had not. A. The event description says there was additional blood loss. 1. What structure was the device on at the time of firing? -a gastric conduit. 2. What was the approximate blood loss? -surgeon now reports that there was little to no blood loss as a result of the event. Approximately 100cc. 3. Were blood products administered? -no. 4. How was the bleeding addressed? -surgeon used new stapler to fire proximal to the original point of transection. 5. How was the procedure completed? -surgery was completed with a new pcee60a stapler with no further complications. 6. Was the patient¿s post-operative care altered in anyway as the result of the device difficulties? -no. B. The event description says the device partially fired and then locked up? 1. Approximately how far did the device fire? -approximately 2cm. 2. How far did it cut and/or staple? -approximately 2cm. 3. Is it believe to be at the lockout point or passed the lockout point? -passed the lockout point. 4. What troubleshooting steps were taken in an attempt to remove the device? -reverse button was engaged, battery was taken out and put back in, reverse button engaged again. After none of those attempts were successful manual override was engaged. 5. How many back and forth ratchets of the manual override were attempted prior to opening the jaws? -approximately 4-5, surgeon isn't positive. He ratcheted until the manual override would not allow him to ratchet back and forth anymore. 6. Did the surgeon close the closing handle while simultaneously pressing the opening button when attempting to open the device? -yes, surgeon closed handle while simultaneously pressing the opening button. Device jaws still failed to open and he had to resort to forcibly removing the device from the gastric conduit. Back end of device appears to be cracked. C. The complaint says the device is coming back. This is great. 1. Will the cartridge also be returned (extremely important)? -yes, cartridge has been returned with the device. Cartridge is still between the jaws of the device but does not appear to still be properly seated within jaws. 2. Was the retaining cap left in place during loading? -unclear. Scrub tech first claimed that she had removed cap prior to loading but then corrected herself to say that she always keeps retaining cap in place during loading. Scrub tech stated that she wiped down the haws between reloads but did not vigorously rinse between reloads. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric procedure, the surgeon was using a pcee60a to transect a conduit. Stapler partially fired and then locked up on to tissue. He attempted all trouble shooting methods including manual override, which was not successful. Jaws were wiped down prior to loading and confirmed that reload was properly loaded. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 07/14/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore, it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.